Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch and no unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify charge/battery lasts less than expected, failed battery test alert and no delivery/occlusion alarm due to buttons not responding. Device received with cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the up arrow button of the insulin pump getting harder to respond. The customer's blood glucose level was unknown. The customer also reported that the battery issue, insulin pump rejected the new battery, unexplained no delivery alarm and the battery compartment had crack. The device will not be returned for the analysis.